Manufacturer narrative:
An angiogram of the sheath after the exchange was not noted to be taken to verify position of the disc before collagen deployment. It should be noted that imaging is specified in the IFU to locate the sheath position and arteriotomy location. Imaging allows the user to assess the severity of the vascular disease, vessel tortuosity, vessel diameter and identify the presence of an existing stent or other implant at the arteriotomy site. In addition, based on the reported incident it does not seem that the device was properly placed against the artery wall as there was still bleeding from the access site. The device was not returned, and images of the sheath and fluoroscopy of the device placement were not obtained/available. No device malfunction was reported. In addition the instructions for use gives proper instructions for deploying the collagen and the warning "it is important to ensure that the disc is in contact with the intimal aspect of the arteriotomy before deploying the extra- vascular collagen patch to avoid releasing the collagen patch in the vessel. This step requires fluoroscopy" conclusion: based on the information available for review, the potential cause was that fluoroscopy was not taken to verify the collagen position in respect for the arteriotomy. As a result, collagen was deployed / partially deployed in the vessel resulting in vessel occlusion requiring intervention. Additional procedural factors such as sheath exchange, insertion of closure device in conjunction with the degree of the vascular disease and condition (calcification near the arteriotomy site) may have been contributing factors to this event but this is unknown.

Event description:
Vascade device was selected for closure and inserted into the sheath. The disc was deployed, temporary hemostasis was achieved, and the sheath was removed. Fluoroscopy was recommended by the cardiva representative who was present but the doctor declined to perform fluoroscopy. Key was inserted into the lock, collagen exposed and deployed. Device was removed and there was no bleeding or hematoma. Doppler performed at several arterial sites to confirm patient blood flow and it was determined that blood flow was low. Physician then performed cut down to remove fully intact collagen from intravascular common femoral artery. Vessel and skin closed, patient transferred to recovery.